Event description:
The customer reported that when they opened up the packaging of the femoral head, there was allegedly a hair on the inside of the packaging. As this was noticed upon opening the pack, the product did not enter the sterile field. Another set was simply opened up and there were no delays to surgery no adverse consequences for the patient.

Manufacturer narrative:
An event regarding foreign material involving a ceramic head was reported. The event was confirmed. Method and results: device evaluation and results: the returned components were examined and in good condition, there was no evidence of any mishandling or damage. The foreign matter was identified as a blue thread/fibre. A memo provided by the packaging cell concluded "that the unit returned through complaint pi was packaged in accordance with the manufacturing and assembly procedures. It was determined that the issue was not generated though the packaging manufacturing process." Medical records received and evaluation: not performed, the device did not enter the sterile field and no adverse consequences to the patient were noted. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the packaging manufacturing department concluded "that the unit returned through complaint pi was packaged in accordance with the manufacturing and assembly procedures. It was determined that the issue was not generated though the packaging manufacturing process." The exact origin of the fibre could not be determined.

Event description:
The customer reported that when they opened up the packaging of the femoral head, there was allegedly a hair on the inside of the packaging. As this was noticed upon opening the pack, the product did not enter the sterile field. Another set was simply opened up and there were no delays to surgery no adverse consequences for the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.